Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked and bleeding lcd glass and minor scratches on display window noted during testing. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was dropped. The customer's mother also reported that they could not see the top left part of the screen. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.